Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 136 mg/dl. Customer stated that the drive support cap is loose. Customer does not recall pressing it while being connected to the pump. The pump was not dropped or bumped. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump can't be replaced right now. Customer will be contacted on monday.